Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio replaced the device's user interface pcb assembly to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The removed user interface pcb assembly was further evaluated at the product analysis center (pac). The root cause was determined to be due to an electrically shorted capacitor, designator c181, on the user interface pcb assembly, causing the device to display a white screen.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.